Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50cm; model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model#: sc-1132 serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient¿s leads were producing high impedances. Fluoroscopic examination revealed lead fracture. The patient will undergo replacement of the scs system.

Event description:
A report was received that the patient¿s leads were producing high impedances. Fluoroscopic examination revealed lead fracture. The patient will undergo replacement of the scs system.

Event description:
A report was received that the patient¿s leads were producing high impedances. Fluoroscopic examination revealed lead fracture. The patient will undergo replacement of the scs system.

Manufacturer narrative:
Additional information was received that there was no device malfunction suspected on the ipg and it will be retained. The leads will be replaced due to loss of contact of the array/leads.

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the leads were replaced and the splitters were removed. The patient was doing well postoperatively. Sc-2316-50 ((B)(4)) the complaint was confirmed. Both leads revealed cable fractures at the clik anchor sites, 1 cm from the setscrew mark. Sc-3400-30 ((B)(4)) device evaluation indicated that the splitters were analyzed passed visual, electrical and photographic imaging tests performed. The splitters exhibit normal characteristics.